Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: review of the black box data revealed records of the pump rebooting. On examination, the battery compartment was confirmed to be cracked. The pump was exercised for 25 hours without any interruption of power. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination.